Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, while using this device on the cystic duct/cystic artery, the clips applied were scissored. The case was carried out and finished by using a different device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Did anything unexpected happen prior to this incident no. Was the clip fully advanced into the jaws? No. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic duct and cystic artery. Standard diameter. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? The device was fired outside the patient and test-fired on a gauze. In this case, too, the applier failed to close the clip properly. What were the patient¿s pre-existing conditions? Normal. Does the patient have any relevant history of surgical treatments? If so, what? No.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead malformed clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.